Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences. Caller states sensor glucose was 64 and blood glucose was 138 mg/dl. After troubleshooting, customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.